Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The customer states that one patient sample generated a reactive architect anti-hbs assay (lot 53695m100) result of 26.18 miu/ml that was reported out of the laboratory. The sample was then tested by the axsym platform as confirmatory testing and generated a non-reactive result. A new sample was obtained from the same patient and tested on the architect platform with anti-hbs reagent lot 54990m100 and generated a reactive result of 32.49 miu/ml. The assay was then recalibrated on the architect platform with anti-hbs reagent lot 56078m100 and the sample retested with a reactive result of 35.11 miu/ml. Controls have been within specifications. There is no impact to patient management reported.

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product, that has a similar product distributed in the us.:arc anti-hbs assay lot#'s: 54990m100 (expiry date: 07/27/2008) and 56078m100 (expiry date: 08/29/2008) architect i2000sr analyzer. The customer returned a sample of the patient's collected blood in question. The returned patient sample was evaluated with a file kit of architect anti-hbs, lot 56078m100, which generated reactive results. Then, the sample was tested using the axsym ausab method, which generated nonreactive results. Lastly, the sample was tested using the axsym core 2.0 method and reactive results were obtained. Acceptance criteria were met. Further testing (anti-hbc igm and hbsag marker testing) was performed on the returned patient sample to provide additional sample characterization. The returned patient specimen was both axsym core-m and axsym hbsag negative. These results indicate that the testing information (positive for total anti-hbc and anti-hbs detected) suggests that at the time of specimen collection, the patient was immune due to natural hbv infection. To assess the accuracy of the reagent, one replicate each of a 100 member negative population panel member was tested using each of the customer's lot numbers. The results were evaluated per the assay package insert. The controls tested for validity were within the package insert ranges, and each negative population panel member had s/co values that were less than 10.00. Therefore, acceptance criteria were met demonstrating that the reagent is accurately identifying negative samples. A review of complaint reports, non-statistical trends and complaint activity were evaluated to identify potential and current field issues when using architect anti-hbs. The reviewed data indicates normal complaint activity for the issue under investigation. The acceptance criteria were met. A review was performed of the manufacturing documents for reagent lot numbers 56078m100, 53695m100 and 54990m100. From this review, no issues were identified that are related to this complaint or that would indicate a product deficiency. Information pertaining to a conference call with the customer that took place in 2008 was reviewed. The information indicated that abbott product technical services communicated that the customer should not compare quantitative results across abbott platforms or other vendor platforms. It also indicated that axsym ausab is detecting hbs ab, not a true negative difference in quantitation, limit of detection 2.5-3. The alleged deficiency does not appear to be caused by a product issue. The customer's issue is adequately addressed in the architect anti-hbs reagent kit insert (commodity). This is a final report.